Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that breakage of the protective cover of the power switch caused the spark. The cause of the faulty protective cover of the power switch could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, electrical sparks on the maintenance unit. Upon inspection and testing of the returned unit, power switch was broken. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Furthermore, the evaluation uncovered the following: the four suction feet at the bottom had weak suction force, the top cover had minor paint scratches but was ok for re-use, the power switch on the front was damaged (cracked protective cover) and the air pressure was low due to faulty air pump unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.